Event description:
It was reported the patient underwent a right hip arthroplasty. Post implantation, the patient is experiencing nerve and muscle pain around the implant. The patient also shows some discoloration of the skin. The area is sensitive to the touch and simultaneously numb. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 02734; 0001822565 - 2022 - 02735; 0001822565 - 2022 - 02736.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04)- head. Reported event was confirmed due to the review of photos. Visual examination of the provided pictures identified redness around the incision site on the patient. No further evaluation can be made from the provided pictures. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.